Event description:
It was reported the patient underwent a trial procedure, however the physician was unable to place the lead. The physician indicated the leads kinked while creating the strain relief loop. The physician abandoned the procure and plans to perform a scs trial at a later date.